Manufacturer narrative:
Correction: d4 UDI number.

Event description:
It was reported that the pump touch screen had missing pixels. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.